Event description:
It was reported that the device was getting hot prior to a procedure. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.

Manufacturer narrative:
Correction: d9; h3 device was returned for evaluation to stryker kalamazoo. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was getting hot prior to a procedure. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.